Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. G3: foreign denmark. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). Dob: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as they remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: femoral component, catalog # 00595601602, lot # 63546355. Tibial component, catalog # 00598604702, lot # 63479444. Art surface component, catalog # 90597003012, lot # 63466504. Unknown refobacin cement. Unknown palacos cement. Multiple MDR reports were filed for this event; please see associated reports: 3007963827-2019-00112, 0002648920-2019-00281, 0001822565-2019-01599. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had an initial right total knee arthroplasty and subsequently at her one year follow up appointment the patient reported severe pain, extreme difficulty with activity of daily living, limping, unable to kneel, difficulty sleeping due to pain, difficulty ambulating, extreme difficulty using stairs, and feeling "knee giving way." Outcome was tolerated; type of intervention was not noted.